Event description:
The technician was performing daily maintenance activities on the cobas amplicor analyzer. While changing out the transfer tip for a new one, the technician hit the tip of the needle while trying to move it. The tip punctured the glove and broke the skin.

Manufacturer narrative:
The customer was advised that the cobas amplicor analyzer produces amplicon and there are no active viral particles present. The technician did not seek treatment for the injury.it is clearly described in the operator's manual to use puncture resistant gloves when exchanging a transfer tip.